Event description:
It was reported that an angio-seal was deployed post diagnostic angiogram. A pre-deployment angiogram revealed the artery size to be greater than 5 millimeters and no evidence of scar or fibrotic tissue, and no peripheral vascular disease at the puncture site were found. Hemostasis was not achieved and manual compression was applied. Approximately one hour post procedure, the device embolized distally in the patient's leg and ischemia occurred. The patient underwent surgery, where the anchor, collagen & suture were found intact within the artery. The anchor was surgically removed. Heparin (dose unknown) was given after the device dislodged and embolized in the patient's artery. The patient was reported as stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution if embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting of the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.